Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5175342/7070299.

Event description:
It was reported that the patient was experiencing back spasm despite reprogramming. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.